Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation, pins 4 and 9 on the trunk cable connector were bent. The cause of the failure is the bent pins. The root cause of the bent pins is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.